Manufacturer narrative:
The lead is currently not available for analysis. No conclusions regarding the clinical observation can be made for the time being. The investigation will continue as soon as new information becomes available.

Event description:
Ous MDR - after an implantation time of about 99 months, 5 inappropriate shocks were reported. According to the supplement in the physician's report from (B)(6) 2016, the x-ray produced after this incident did not show any compromised lead integrity. The entire system of the patient was deactivated and is still implanted in the patient. Aside from the inappropriate shocks and the subsequent hospital stay, no deterioration of the patient's state of health was reported.

Manufacturer narrative:
Additional information was provided. On (B)(6) 2016 the physician reported this lead was capped and replaced because there was an insulation defect.

Event description:
Ous MDR - after an implantation time of about 99 months, 5 inappropriate shocks were reported. According to the supplement in the physician&#62688;report from 06/07/2016, the x-ray produced after this incident did not show any compromised lead integrity. The entire system of the patient was deactivated and is still implanted in the patient. Aside from the inappropriate shocks and the subsequent hospital stay, no deterioration of the patient's state of health was reported. On 9/13/16 - additional information was provided. On (B)(6) 2016 the physician reported this lead was capped and replaced because there was an insulation defect.